Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon review, the patient¿s left ventricular lead exhibited increased capture thresholds. There were no negative clinical consequences. The lead was reprogrammed and the patient was stable.